Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18971. It was reported patient had high impedances on their leads. Surgical intervention was undertaken on (B)(6) 2021 and the extensions were explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is estimated.